Event description:
No additional information.

Manufacturer narrative:
Investigation results: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. However, the reported defect of needle retraction failure is confirmed since a trend has been identified for the reported failure mode and corrective actions have been initiated to investigate this type of incident and identify the root cause. We would be very interested in examining product that does not meet your expectations and our quality standards.

Manufacturer narrative:
Additional information of fa#.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard needle did not retract. The following information was provided by the initial reporter: incident discovered during patient care: yes. Nature of patient care: the needle for the 22 gage angio catheter was not retracting, the staff was able to mitigate any patient injuries through careful manual retraction to prevent further injury. Date of event: 1/30/2025 12:00:00 am. Was patient or end-user injured: no. Injury details: was medical treatment required: no. Treatment details: patient current status: fine.